Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger won't charge battery) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to an internally shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery "dead") has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted (1.8v). The cause of the depleted cells was the inability to charge the battery due to the defective charger. No adverse event resulted from the defective battery charger/modem or battery pack. Device manufacture date: charger: 10/10/2012. Battery: 06/01/2013.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and battery sn (B)(4). The patient using the equipment was reporting that the charger would not charge a battery and that the battery was "dead."